Event description:
The patient is implanted with two scs systems. It was reported, one of the patient's ipgs shows a low battery message and is unable to communicate with the charger. The patient reported she still has stimulation. It was reported the other ipg is able to charge successfully without issue. It was reported surgical intervention will take place at a later date to address the issue. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.